Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Event description:
It was reported that the customer was wearing the insulin pump inside her bra and it was burning her skin. The customer's blood glucose was 373 mg/dl. Troubleshooting was done for the site issue. The customer confirmed that she had received no delivery alarms on the insulin pump. The customer stated that the last no delivery alarm was due to the tubing snapping. The customer declined troubleshooting for the high blood glucose. The customer mentioned the sensor glucose readings being inaccurate. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.